Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the device was received and evaluated.the complaint cannot be confirmed. It was observed that the active tip of the device appeared activated.the device was attached to a handpiece connector and attached to a test generator,in which case the device was not recognized by the generator. In which case we could not confirm the inability of the device to ablate or coagulate.the device was forwarded to the manufacturer for further investigation into the observed failure. The manufacturer indicated that capacitance readings were not within the specifications.the rear cover of the device was removed and it has found the capacitor has become detached.the manufacturer confirmed that this type of failure can happen due to soldering being inadequate.therefore causing capacitor to become detached. A review of our complaint records over the last 12 months to assess the frequency of this defect shows the frequency to be of low occurrence and as anticipated in the risk analysis.due to low occurrence rate and low risk to the end user/patient no corrective actions deemed necessary.a manufacturing record evaluation was performed for the finished device u1805033 number, and no non-conformances were identified. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that the probe was not activated although the generator¿s power switch was turned on after connecting with handpiece and generator during the surgery on unknown date. There was no value of ablate or coag in the display. It was brand new and the first use when the issue occurred. There was no harm to the patient. No further information was provided by the hospital.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).